Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen was cracked of unknown cause and the device was not functional, rendering the unit no longer watertight and necessitating replacement. Symptoms included hypoglycemia with a reported nadir of 39 mg/dl and device low-glucose alerts. Outcomes included self-treatment with oral glucose, no outside assistance, no medical intervention, and continued cgm use via the dexcom app or receiver. Investigation included complaint handling, user counseling on shutdown and return, and data review via mobile app sync. Investigation of this case revealed physical damage to the touchscreen component with loss of functionality consistent with user-reported breakage. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.